Manufacturer narrative:
The system was evaluated onsite. Evaluation of the system showed multiple tcm ID=5 errors causing the system doesn't cool complaint. The probable cause for the reported tcm ID=5 failure might be due to damaged lm34 a/b temperature sensor and a pic 16 wire harness. Lm34 a/b temperature sensor and pic 16 wire harness were replaced and complete functional check was performed. System is fully functional.

Event description:
It was reported that the ivtm thermogard xp system did not cool. There were also a few system failures displayed; however, no specific error codes were noted. No adverse patient sequelae was reported. No further information was provided.